Event description:
It was reported that patient was seen in clinic and his battery was low. Tc and clinician felt this was a fast battery depletion as patient was implanted in 6 months ago. The representative noted that impedance was ok and other diagnostics were ok. He also noted that patient is at relatively high settings, but they both felt this was still too fast of a depletion. The representative said that the device had been disabled today at the visit, however provider turned it back on. The representative noted that no adverse events had been reported yet. Generator data was received and reviewed. Upon interrogation on day of event, the device was disabled due to hardware reset. It was also confirmed that the generator was depleting prematurely. DHR was reviewed for the generator and reviewed including smt level traveler and no anomalies were observed. Device passed all operations. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects or malfunctions. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was later reported that the patient's other and surgeon indicated that the generator did not really work following initial implant surgery. They were unable to get any readings and the device had been turned off by neurologist. Pre-op interrogation showed battery was depleted. Upon opening and inspecting the original device during surgery, there were no signs of fluid or issues with the lead. The surgeon changed out old 106 battery with new 106 resulting in impedance within normal limits. The suspect product has not been received by manufacturer to date. No other relevant information has been received to date.

Event description:
The representative confirmed with the patient's mom that no electrostatic discharge and/or electrocautery was performed near device since implant. Further generator data was received and analyzed. The patient's device continued to deplete and was completely depleted at the latest clinic visit.

Event description:
It was later reported that the suspect product was received into product analysis. Product analysis has not been completed to date.

Event description:
Vendor analysis was approved. The generator was returned due to a reported premature battery depletion. The generator underwent an open circuit voltage (ovc) and mid cell thickness test. The ocv was measured at room temperature and showed 2944 mvdc with thickness at 0.2363 inches. Microcalorimetry analysis was performed to determine if there was any evidence of internal loading and measurements showed a loading mechanism was not present during the monitoring period. An impedance analysis was also consistent with a middle of life cell. Destructive analysis were also performed. The electrodes appeared wet with electrolyte. The cathode separator was inspected twice, no tears were noted in the cathode separator. All anode and cathode lead welds were satisfactory and no defective conditions were identified during the analysis. A gurley test was performed on the cathode separator due to the cell showing a large voltage drop when the cell was pulsed during the electrical test. The gurley test results showed the separator values were not elevated enough to impact the performance. Per the vendor's analysis, no defects were identified during the destructive analysis that would account for the early depletion of the cell.

Event description:
Product analysis was completed and reviewed. The visual observations are most likely associated with manipulation of the device during the implant/explant procedures. An interrogation and a battery calculation were performed and showed end of service (eos) condition. A comprehensive automated electrical evaluation was not performed due to the eos condition. The pulse generator was opened, the measured battery voltage confirmed an ifi=no condition. Based on the analysis the generator battery appears to be the cause for the for the battery status results of an eos=yes condition. The eos=yes condition failure mode went away when a bench battery was connected to the same generator pcba. Based on the functional analysis the battery may have been the contributing factor for the reported allegations of premature end of life (eol), generator hw reset and device failure. The cause for the battery to malfunction was not determined, however the internal impedance of the battery may have been a contributing factor. The battery was sent to the vendor for further analysis. Vender analysis has not been completed to date.